Event description:
Instrument has given zero results for several patients. The incorrect results were not used to guide therapy. The field service representative found a leak in the sample probe tubing and repaired the instrument by replacing the probe and the associated valve.